Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient demographics requested however not provided.

Event description:
The customer reported that during a taxol infusion at an unspecified rate the user noticed that approximately 20ml leaked on the floor. The leak was noted at the tubing above the non bd connector (onguard). The event occurred in the cancer center. There was no indication of patient harm.

Event description:
The customer reported that during a taxol infusion at an unspecified rate, the user noticed that approximately 20ml leaked onto the floor. The leak was noted at the tubing above the non bd connector (on guard).it was reported that the exact location of the leak is unknown however the leak was not at the filter. The event occurred in the cancer center. There was no report of patient harm.